Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, a cartridge alarm 1 (no pressure change when expected) occurred. The customer's blood glucose (bg) level was 276 mg/dl and the bg level was addressed with a bolus via the pump. A new cartridge and infusion set were loaded to address the event.